Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2023 information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and fecal incontinence. It was reported that the patient said they haven't used the device in awhile. Patient said they started having problems again and wanted to try using the device again. Patient said it never totally worked so they gave up on it a year ago. Patient has been having more leakage the past week so wanted to give the device another shot. Agent reviewed how to connect with the ins. Patient kept getting device not responding. Patient said they feel a lump on the left side which is where the battery is. Patient said they were placing the communicator over the ins. Patient kept getting device not responding. Agent recommended patient follow up with their hcp to have the ins checked. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue. On 2023-jun-01 additional information was received from the patient. It was reported that the cause of the device not working was due to normal battery depletion. The cause of the device not responding message was determined. The patient reported it used to respond through their clothing, but now requires skin contact. The issue was resolved. The patient reported that the major issue they have is that the 2 devices do not communicate well with each other despite both being fully charged. The patient had to try repeatedly for them to make contact - takes approximately 15-22 retries until it works. Even after they make contact, the patient has to repeatedly press the up or down button. They would really like to turn the monitor completely off at night as the implant makes side sleeping very difficult and it is painful during some yoga positions. It feels like a wire coat hanger poking them from inside their body. Still not sure the only 50 % improvement is worth the discomfort and annoyance. On 2025-jun-09 additional information was received from the patient. They reported again about how they had difficulty connecting and that they also met with the doctor and they were also unsuccessful. When the dev ice was first implanted, it seemed to help a bit with their fecal incontinence. Then, after a while, it didn't seem to do anything. They periodically tried increasing the volume, but if they increased the volume too much, the vibration was uncomfortable and distracting. Eventually, they just gave up. Then when I decided to give it another try some months ago, they were unable to connect. For the past 6 months, the battery had been uncomfortable when they sit in a chair or recline. Since it didn't appear to be connected to the device any longer, they sought out a surgeon to remove the battery. It was confirmed that the battery was not connected to anything. They had it removed 2 weeks ago.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the hcp. The hcp reported that they did not know when they first noticed the issue. They reported that the cause of the battery not being connected to anything was unknown. They reported that the issue has not yet been resolved.